Event description:
The patient reported that today (B)(6) 2020, the needle button popped out without any reason. The patient stated that this happened after 2 hours of wearing the v-go her left arm. The patient was sitting and confirmed there was no clothing interference, no extra movements or exercises at that moment.

Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint is confirmed. The stem of the needle button broke off resulting in a premature retraction of the needle button.